Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was selected for implant. However, this device was too big and exchanged for a new 31mm amplatzer amulet. However, this device was too small. A new 31mm amplatzer amulet was selected for implant using an unknown sized abbott delivery system. No pericardial effusion was seen prior to procedure. The patient was taking anticoagulant prior to procedure, however was not taking anticoagulant at the time of procedure. The patient's rhythm was in atrial fibrillation. The left atrial pressure was 10mmhg. The transseptal puncture was posterior/inferior. During procedure, blood pressure fell and heart rate increased. The patient's act was 300 and 22,500 units of heparin was administered. Then, circumferential pericardial effusion was seen in the left atrial appendage and pericardiocentesis was performed with 300ml of drainage aspirated; cardiac tamponade was confirmed. There were multiple manipulations during placement and the amulet was partially recaptured 3 times. The user alleged that the placement of the amulet caused the effusion. The procedure was aborted and no device was implanted. The patient was reported to have been discharged in stable condition. There are no allegations of malfunction with the 25mm amulet and the first 31mm amulet.

Manufacturer narrative:
An event of patient-device incompatibility, pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported patient-device incompatibility, pericardial effusion, and cardiac tamponade could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.